Event description:
It was reported that at the end of a cori assisted tka surgery, while removing the ri bone pins 4 mm x 127 mm from the tibia, the more proximal pin was bent town the end of the pin. The procedure was completed without delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6: the ri bone pins 4 mm x 127 mm qty: 4, part number rob10010, lot number 000019111, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with product mishandling during insertion or removal. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.